Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 03.010.078, lot pe03358: release to warehouse date: february 18, 2017. There were no non-conformance reports relevant to the complaint condition of the stepped drill bit broke. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: a product investigation was completed: upon visual inspection, it is observed that the distal tip of the drill bit got broken. The broken piece was not returned. The x-ray provided doesn¿t show any broken fragment embedded in the bone. Functional test was not performed due to the received broken condition of the device. Dimensional inspection of the received device was not performed due to post manufacturing damage. The relevant drawings were reviewed during the investigation; no design issues or discrepancies were noted during the investigation. The complaint condition was confirmed as the distal tip of the device got broken, but the reported embedded condition cannot be confirmed. While a definitive root cause could not be determined, it is possible that the device might have encountered unintended forces. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues, or discrepancies were observed that may have contributed to the complaint condition. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifier: (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a revision procedure due to a nonunion. During the placement of the unknown femoral recon nail (frn) screws, the stepped drill bit broke. The tip of the drill bit was retained in the patient's bone as it was difficult to remove. The surgeon had used one (1) unknown recon screw and one (1) unknown transverse screw instead of the planned upon two (2) unknown recon screws. The procedure was completed successfully with a surgical delay of fifteen to twenty (15-20) minutes. Concomitant device: unknown frn screws (part # unknown, lot # unknown, quantity 1). This report is for one (1) 4.5mm/6.5mm stepped drill bit large qc/485mm. This is report 1 of 1 for (B)(4). This report is linked to (B)(4).